Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed; and visible damage was noted to the device. A review of the archive was performed and multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) were noted on (B)(4) 2015 (not on the date of event). The functional testing could not be performed as platform displayed ua 07 upon powering on. In summary the customer's reported complaint is confirmed. The root cause for ua 07 is related to defective load cell. The defective load cell was replaced. The functional test was performed after replacing defective load cell, and did not duplicate any of the user advisory or fault.

Event description:
It was reported that autopulse displayed user advisory(ua) 07(discrepancy between load 1 and load 2 too large).this issue was noticed during use on patient. No patient consequences were reported. Additional information was requested, however no additional information is available.